Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-june-2024, patient complained about infusion set fell off during use. Patient blood glucose at the time of issue was 109 mg/dl. Infusion sets were in use for 36 hours. Patient replaced infusion sets and resumed insulin successfully. No further information available.